Manufacturer narrative:
The implant components satisfied all applicable manufacturing specifications. The implants did not display any evidence of damage due to function over the approximately one year duration implant duration. There was no evidence to suggest that the distal implant surface chips had existed for a significant period of time. See scanned pages.

Event description:
Device was removed from patient as it was "eroding through the skin". The surgeon noted that the erosion was not caused by operative tech or implants, but possible further degenerative rheumatoid arthritis.